Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set or cartridge tubing during the load fill tubing process. Customer's blood glucose (bg) was 500 mg/dl. Customer administered manual injections to address bg. Reportedly, customer reverted to an alternate form of insulin therapy.